Event description:
The event occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm where the customer reported a leak during the flush, after the treatment had been administered. The patient was given chlorphenamine pre-med.  Leakage was at the same point through the air inlet nearest to the pointed end of the filter and the incident occurred mid-treatment. This was with a trial drug. The line had been primed with glucose. Mid treatment the patient's shirt sleeve was seen to be wet while the medication was running through. The treatment was stopped, and a spill kit was used.  Patient's sleeve and arm were washed down. The patient did not have any damage to their skin. Harm was not reported as a consequence of this event.

Manufacturer narrative:
E1 - (B)(4). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.